Event description:
Laparoscopic gastric bypass surgery. After the second vertically oriented firing, it was noted that the stomach was not transected between the three rows of staples placed by the stapler. Another stapler was then opened and fired to continue the pouch creation. The first firing with the second stapler went uneventfully with good placement of staples, however, after a reload and another attempt at placing staples, the stapler popped and locked into a fired position, requiring that the handles be pulled apart to disengage the stapler. The stapler was replaced by a third stapler which, when fired, incompletely folded the staples. A second box of reloads was then used with a different lot number and there was similar poor formation for staples. Converted to an open procedure.